Event description:
It was reported that the device was displaying a service light and had two error codes in memory that relates to the therapy pcb and indicates a possible failure of the device to deliver the expected level of energy. This issue was discovered during routine shift check. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified that the unit would not charge and transfer energy. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a bad solder joint of u35 pin 5. This failure would impact both pacing and shock therapy.